Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 23apr2018, fse conducted follow up with the distributor over the phone to discuss service options for the device. Fse provided instructed the customer to flush the tubing which resolved the problem. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to an obstruction in the tubing from the manifold to the pump.

Event description:
On (B)(6) 2018, the customer reported that pump pressure with a new column was low with their g8 analyzer. The customer was unable to run hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.